Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer would not power up, this failure was caused by the link electronic module (lem) circuit board. It was also noted that the keyboard failed due to a bad connector and the hard drive failed, so the hard drive was replaced and software was reloaded.

Event description:
It was reported the programmer would not power up. The programmer was returned for repair. No patient involvement was reported.